Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump kept alerting them for blood glucose required all day long. The customer had a high blood glucose of 406 mg/dl. No troubleshooting was performed for the high blood glucose. The device was on auto-mode. The device will not be returned for analysis.